Manufacturer narrative:
The pt's age, gender and weight were requested but not received.

Event description:
During an arthroscopic hip repair, the physician was reportedly utilizing a speedstitch suturing device and cartridge. While engaging the needle and placing the suture, the suture cartridge popped out of handle. After multiple attempts, the physician was able to complete the procedure arthroscopically with the speedstitch suturing device. No pt complications were reported as a result of this event.